Event description:
Customer reportedly received the following aviva system/professional method results within 10 minutes: 300 mg/dl and 200 mg/dl/125 mg/dl; 375 mg/dl/125 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.